Manufacturer narrative:
The product was returned for analysis, and additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4).

Manufacturer narrative:
During treatment of an acom aneurysm measuring 4*5mm with a neck width of 4mm, the coil embolization procedure the surgeon noted the cash 14 cere 3mmx4.0cm coil (crc14030430/ c11714) stretched when flushed. They changed to a new one to complete the procedure, and it deployed successfully. The second cash 14 cere 4mmx8.0cm coil (crc14040830/ c17471) coil stretched in (mc) microcatheter during positioning and this was changed to a new one to complete the procedure. There was no report on patient injury. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coils were not left in the aneurysm, while the microcatheter was repositioned. The same microcatheter was used with the next devices, and the unknown microcatheter was not re-shaped. Other than the stretching of the coils, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The proximal coil section has an area of minor damage. Located on the beginning of the third secondary coiling off the ball tip is a section of coil stretching. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. While the exact root cause cannot be determined, the most likely contributing factor to the coil stretching occurred during positioning with the coil most likely becoming anchored on the coils already dwelling inside the aneurysm (if previously placed), on itself, or on the distal tip of the microcatheter. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, corrective actions will be taken at this time.

Event description:
During treatment of an acom aneurysm measuring 4*5mm with a neck width of 4mm, the coil embolization procedure the surgeon noted the cash 14 cere 3mmx4.0cm coil (crc14030430/ c11714) stretched when flushed. They changed to a new one to complete the procedure, and it deployed successfully. The second cash 14 cere 4mmx8.0cm coil (crc14040830/ c17471) coil stretched in (mc) microcatheter during positioning and this was changed to a new one to complete the procedure. There was no report on patient injury. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coils were not left in the aneurysm, while the microcatheter was repositioned. The same microcatheter was used with the next devices, and the unknown microcatheter was not re-shaped. Other than the stretching of the coils, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems.